Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate plus profile memorygel breast implants experienced autoimmune disorder, metal toxicity, tissue pain, soreness, intermittent round of major hair loss, insomnia, depression, feeling despondent, heaviness, major anxiety attacks with major heart palpitations, very loud ringing of the ears, fibromyalgia, zero vitamin d, headaches, bilateral arm leg numbness, vertigo, nausea, inflammation from the waist up, yellow tone to face, non-rosy cheeks and eye puffiness post procedure. Patient reports consulting a physician in (B)(6) 2019 who diagnosed her with breast implant illness. As a result, patient had a bilateral explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-18951 for contralateral prosthesis report.

Manufacturer narrative:
"Reason for device explant and/or reoperation: generalized illness" was erroneously submitted in initial report. Correction should be "reason for device explant and/or reoperation is autoimmune disorder."